Event description:
The initial reporter alleged discrepant results for five patient samples tested with the kit cobas 6800/8800 hiv 96t ivd assay on the cobas 6800 instrument. The customer workflow involved collecting two blood tubes per patient, which were processed and tested in two separate batch runs (batch 3162 and batch 3164). The samples were collected in edta k2 tubes with separator gels, centrifuged at 3200 rpm for 10 minutes in the receiving area, transported in a refrigerated box (2 to 8ºc), and processed on the same day or the next day. Plasma was separated, aliquoted into secondary tubes, and centrifuged again at 3000 rpm for 10 minutes before testing. For patient 1, tube 1 (sample ID (B)(6)) had a titer of 37.18 cp/ml in batch 3162 and was retested in batch 3164 with a result of target not detected (tnd). Tube 2 (sample ID (B)(6)) had a titer of 232 cp/ml in batch 3162 and was retested in batch 3164 with a result of 114 cp/ml. For patient 2, tube 1 (sample ID (B)(6)) had a titer of 59.47 cp/ml in batch 3162 and was retested in batch 3164 with a result of tnd. Tube 2 (sample ID (B)(6)) had a titer of 702 cp/ml in batch 3162 and was retested in batch 3164 with a result of 86 cp/ml. For patient 3, tube 1 (sample ID (B)(6)) had a titer of 20.98 cp/ml in batch 3162 and was retested in batch 3164 with a result of tnd. Tube 2 (sample ID (B)(6)) had a titer of 316 cp/ml in batch 3162 and was retested in batch 3164 with a result of tnd. For patient 4, tube 1 (sample ID (B)(6)) had a titer of 118.06 cp/ml in batch 3162 and was retested in batch 3164 with a result of tnd. Tube 2 (sample ID (B)(6)) had a result of tnd in both batch 3162 and batch 3164. For patient 5, tube 1 (sample ID (B)(6)) had a titer of 412.37 cp/ml in batch 3162 and was retested in batch 3164 with a result of tnd. Tube 2 (sample ID (B)(6)) had a titer of 210 cp/ml in batch 3162 and was retested in batch 3164 with a result of 113 cp/ml. The customer noted that some samples generated target not detected (tnd) results in one tube and low viral load results in the second tube, even after additional centrifugation. The samples were used for baseline and monitoring purposes, and no harm or adverse effects were reported. The results were not consistent with the patients' historical results, which were typically tnd.

Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 hiv 96t ivd assay performed within specifications, and no product problem or systemic issue was identified. The discrepancies observed were attributed to sample-specific factors. Samples with low viral loads near the limit of detection (lod) of the assay can produce variable results upon repeat testing. Additionally, potential contamination with pro-viral dna during sample handling or pipetting could not be ruled out. The customer¿s centrifugation process was reviewed, and it was noted that one centrifuge may not have been functioning as intended, which could have contributed to the observed discrepancies. The equipment at the customer site was subsequently confirmed to be in proper working condition. The investigation concluded that the observed differences in results were sample-specific and not related to a product issue. The device remains in operation at the customer site.